Event description:
A report of a patient with a suspected infection at the mid-line incision was received. The patient's symptoms were discharge at the incision site; the physician cleaned out the wound of pus and infection. The patient was not explanted because the infection was more at surface level. The physician assessed that the wound was not procedure or device related because the patient had been given specific instructions not to remove the bandages post-op, and the patient disregarded these instructions; the patient applied neosporin to the wound and did not use a sterile applicator. The physician believes that because of this the infection started at surface level and worked its way down into the wound. The patient was administered IV antibiotics and released from the hospital and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.